Manufacturer narrative:
The iol was returned in a badly damaged plastic container. The optic is torn/split/cracked and cut. The optic has multiple scratches on the anterior and posterior sides of the lens. The damage is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Replacement lens information was not provided. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced severe glare, streaks of light, halos, and blurry vision. The iol was exchanged for a different company lens and limbal relaxation incisions were applied. The patient was not hospitalized and was discharged on the same day. Post operation the visual acuity of the patient was clear but still had a starbursts. The prognosis was excellent. Additional information requested and received.